Event description:
It was reported that during an anterior cruciate ligament reconstruction (right knee) surgical procedure while using the twistr acl disposables kit device a drill tip passing pin broke while loaded on power and advancing from the tibia into the femur (transtibial approach). The tip of the drill pin broke off and is contained within the cortical bone of the femur. The surgeon decided to leave the metal fragment since it was contained in the bone. The passing pin was bent once removed from the knee. The surgeon was able to complete the procedure without a time delay. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however photos were provided for evaluation. Visual inspection of the returned photo found that the device is shown in used condition. The device was found bent and the tip broken. By reviewing the x rays provided, the broken tip is allocated inside the bone. The overall complaint was confirmed as the observed condition of the twistr acl disposables kit would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to hard bone surface while drilling, the hard bone surface and high speed drilling can cause metal fatigue leading to a broken drill tip, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The device was found bent and the tip broken. The broken fragment was not returned. The overall complaint was confirmed as the observed condition of the acl drillpn w/eye .094x14" *each would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to hard bone surface while drilling, the hard bone surface and high-speed drilling can cause metal fatigue leading to a broken drill tip, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d1, d2, d3, d4: catalog no, UDI, lot no, UDI and g1 updated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.